Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced elevated white blood cell count, renal failure, and hematuria. Additionally, the patient had a gastrointestinal bleed. An esophagogastroduodenoscopy was performed and the patient was treated with protonix.

Manufacturer narrative:
Clinical assessment: a 71 year old male patient presented to the emergency department with an acute myocardial infarction. Revascularization of the right coronary artery was attempted but failed. As the patient continued to deteriorate, the decision was made to insert an impella rp flex. The day after the placement of the device, the patients showed laboratory signs of an infection. The next day, he developed renal failure later with signs of hematuria requiring continuous renal replacement therapy. After 5 days of support, the patient developed a gastrointestinal bleeding, requiring an esophagogastroduodenoscopy and protone pump inhibitors. After 10 days of support, the patient was successfully weaned and the impella rp flex was removed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Infection: the cause of the injury was unable to be determined due to insufficient clinical details. Hematuria/ renal failure: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.